Event description:
Generator data decoder was reviewed. Only one instance of system diagnostics was recorded, showing high impedance. However, subsequent diagnostics were not performed, so the high impedance value would not be updated to reflect the most up-to-date impedance value following troubleshooting steps. No additional relevant information has been received to date.

Event description:
The generator was received into analysis and analysis was completed. There were no performance or any other type of adverse condition found with the generator.

Manufacturer narrative:
D. Suspect medical device, 9. Device available for evaluation?; corrected data: device was received into analysis prior to submission of initial MDR however was inadvertently not coded.

Event description:
It was reported that during surgery for a new patient implant (npi) the device was unable to be found and they believe the battery had completely depleted. They were able to interrogate the device in pre-op in the packaging. It was noted that they were using biopolar electrocautery during surgery however the device was later able to be interrogated. The device was connected to the leads, the system diagnostics showed a high impedance reading. The surgeon was advised to disconnect the pin from the generator, remove any visible debris, reinsert as far as possible into the generator header and to tighten it in place with the hex-screwdriver. It was reported that device diagnostics were run again and showed high impedance. A new generator was requested and after the lead pin was inserted, the system diagnostic showed normal results and heartbeat detection was set successfully. It was noted that they also checked to make sure the nerve was irrigated and that the electrodes were making full contact with the nerve. The generator showing high impedance was not implanted and has not been received into analysis to date. No additional relevant information has been received to date.